Event description:
Allegedly, the patient is experiencing mom complications (right). Received additional information on 6/17/15: allegedly possible osteolysis, pain (generalized), elevated ion levels; cultures were taken for cell count and metal ion cocr.